Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient experienced low blood glucose levels and emergency medical services had to be called. The reporter indicated that the patient discontinued using the pump around 7 pm on (B)(6) 2013, following issues with infusion set adhesion. The patient reportedly decided to deliver their bolus using injections and used their meter to calculate a bolus delivery. The patient reportedly experienced low blood glucose levels and ems was contacted. The patient¿s blood glucose level was recorded at 15 mg/dl and the patient was treated with juice and sandwiches. The patient reportedly did not consult with an hcp regarding insulin delivery and coverage options on an alternate insulin delivery method. The reporter indicated that there was no issue with the product and they would follow-up with their hcp regarding their backup plan. The reporter also indicated that the patient was traveling and was not in their normal routine. This report is being made based on the indication that the patient was treated for low blood glucose levels by emergency medical services.